Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed, and no patient complications were reported.